Event description:
It was reported that the stent prematurely deployed. A 7mm x 40mm, 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the superficial femoral artery. However, the distal end of the stent was exposed outside the tip of the delivery system. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent was partially deployed 5mm from the middle sheath. Microscopic examination revealed no additional damages. The thumbwheel lock, pull rack, and middle sheath were still in the manufactured position. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis found damage that could have contributed to the premature deployment.

Event description:
It was reported that the stent prematurely deployed. A 7mm x 40mm, 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the superficial femoral artery. However, the distal end of the stent was exposed outside the tip of the delivery system. No patient complications were reported.